Event description:
I had an intrathecal pump made by medtronic placed in my abdomen for severe chronic pain on (B)(6) 2004; "20 hours, yes hours", after the placement I noticed pronounced ringing in the ears, which I've never had before in my life. I asked my dr if the tinnitus could be due to the pump. He said he had never heard of that before, and probably wasn't related. So I went to an ent physician who did a lot of tests, but couldn't find a cause of the ringing. I saw the ent for about six years annually to test my hearing. There was some upper range loss. I stopped going after 6 yrs since he wasn't really doing anything. The past 3 months, today is (B)(6) 2018 the ringing has gotten much louder and I've noticed I am now having trouble hearing speech accurately. I mean, it is really, really loud now and never lets up. Before, I could mask the sound with tv or music or something. Nothing works now. The tinnitus now masks everything else. Thought you should know. "Do metal pumps cause tinnitus and hearing loss"? I'll be asking my dr if I should get any blood work done for metal levels. To answer a below question, still have the product, but it's in my body, so do I check "yes"? Cal constant is 122 cc.